Event description:
It was reported that a lead alert triggered due to a jump to out-of-range, high impedance on the superior vena cava (svc) coil. It w as also noted that lead impedances have been gradually rising. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419688 lead & 507652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.